Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle disengagement was difficult with a bd pegasus¿ safety closed IV catheter system. The following information was provided by the initial reporter, translated from chinese to english: several eas pegasus was noticed with needle disengagement failure/difficult.

Manufacturer narrative:
H.6. Investigation summary: bd received samples from the customer facility for evaluation. A device history review was conducted for lot number 8137448. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during final assembly or visual inspections. Additionally evaluation of the returned units was not able to identify the reported failure mode. The units were found to be within the parameters established by product specifications, further, puncturing testing of the submitted device determine that the unit was operating as intended. Based on our findings, the root cause for this complaint could not be associated with the manufacturing process at the conclusion of our review.

Event description:
It was reported that needle disengagement was difficult with a bd pegasus¿ safety closed IV catheter system. The following information was provided by the initial reporter, translated from chinese to english: several eas pegasus was noticed with needle disengagement failure/difficult.